Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the device firmware confirmed that eri was not declared by the device. The programmer indicated eri on (B)(6) 2016. This date was used as the eri date for longevity calculation. Longevity calculation indicated that the device was on track to exceed nominal longevity. Further investigation into this issue has discovered that two different methods are used to calculate longevity remaining, which has resulted in unexpected changes in longevity. The change was the result of a switch from estimated (usage) to actual (voltage) estimation methods. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a programmer declared elective replacement indicator (eri) with no times stampe. Boston scientific technical services (ts) discussed that eri is eminent based on the last device check, which was 3 months ago. The battery at that time was showing 3 percent to eri. Engineering reviewed device data and confirmed the device true battery longevity remaining was 19.44 percent. The device was explanted and replaced four months later for normal eri. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the device firmware confirmed that eri was not declared by the device. The programmer indicated eri on (B)(6) 2016. This date was used as the eri date for longevity calculation. Longevity calculation indicated that the device was on track to exceed nominal longevity. Further investigation into this issue has discovered that two different methods are used to calculate longevity remaining, which has resulted in unexpected changes in longevity. The change was the result of a switch from estimated (usage) to actual (voltage) estimation methods. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a programmer declared elective replacement indicator (eri) with no times stamp. Boston scientific technical services (ts) discussed that eri is eminent based on the last device check, which was 3 months ago. The battery at that time was showing 3 percent to eri. Engineering reviewed device data and confirmed the device true battery longevity remaining was 19.44 percent. The device was explanted and replaced four months later for normal eri. No adverse patient effects were reported.